Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. This conditin was found during biomed testing in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error code 808:02 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective pump head module. The pump head module was replaced to correct this condition. Failure code 808:02 indicates a valve sensor error (inlet valve not open position 1).